Manufacturer narrative:
(B)(4). The device was received for evaluation. A gross visual inspection and microscopic inspection were performed and identified a cracked light blue mainbody and discolored patient adapter. Functional testing of the device included leak testing, clear passage testing and clamp function testing; the device passed all functional tests. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue of deteriorated twist clamp was verified and the cause was determined to be use error as the patient was using a hydro alcoholic solution to clean the hands before the connection. The directional insert for this product instructs users to "do not apply hydrogen peroxide, alcohol or antiseptic agents containing alcohol to the connectors.¿ should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The nurse stated the reported issue does not affect the use of the transfer set and the problem was cosmetic. The device was returned and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clear blue part of a minicap transfer set twist clamp was deteriorated. The issue was observed in the hospital during a consultation. No cleaning solution or anti-adhesive solution was used but hydroalcolic solution was used to clean the hands of the patient before the connection. There was no patient injury or medical intervention associated with this event. No additional information is available.